Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of threshold anomaly was not confirmed in the laboratory. The device was tested using automated test equipment testing and the device was found to be normal. No device anomaly was found. Therefore, the cause of the field reported threshold anomaly remains undetermined.

Event description:
It was reported that the device exhibited high capture threshold. The device was explanted and replaced.